Event description:
It was reported that the dropped plate has a grid line. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the dropped plate has a grid line. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector was accidentally dropped by the customer from a height of 3.4 feet. After the drop, the customer performed a test image and noticed that artifacts appeared in the images. The fse tested and confirmed that due to detector drop the image artifacts occurred. To keep the system operational, the fse provided the customer with a loaner skyplate to use until a replacement arrives. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).